Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. During evaluation, the implantable cardioverter defibrillator was unable to be interrogated. Multiple programmers and wands were attempted but not successful. It was suspected the cause was premature battery depletion. No further intervention was completed to address this issue. There were no patient consequences.

Event description:
New information revealed the device was explanted on (B)(6) 2020. The patient condition was unknown.

Event description:
New information revealed the patient condition was stable during and following the procedure.